Event description:
The customer reported that the insulin pump had frozen display, and the time clock was not advancing. Troubleshooting was performed, and the buttons were unresponsive. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the anomaly continued. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.